Event description:
The field service engineer (fse) reported to olympus on behalf of the customer the evis lucera duodenovideoscope experienced liquid leakage at the bending section cover. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the color of the light guide lens was changed and is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was liquid leakage due to a perforated bending section cover. Due to this perforation, insulation resistance at the tip did not meet standard. Liquid leakage was also observed on the right-left and up-down knobs due to deformation. Upon further inspection, the change of color in the light guide lens was due to a gap in the adhesive of the distal end or a stain had entered inside of the lens through the gap. Also, the light guide lens was broken. A crease was observed on the screen due to a damaged charged-coupled device unit and the charged-coupled device lens was broken. Creases were also observed at the connecting tube and switch 3. It was observed that the light guide lens was broken, and corrosion was observed at the electrical connector due to leakage. It was also observed that the insertion part was stiff due to damage of the connecting tube. Lastly, the coating at the universal cord was peeling off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, physical stress caused gap at light guide (lg)-lens glue. Dirt entered from there. Moisture invaded on device from leaking point, which corroded components inside the lg-lens. Corrosion product left as dirt. Olympus will continue to monitor field performance for this device.